Manufacturer narrative:
The device is returned and an evaluation completed for it. An independent laboratory performed for olympus a culture test for the device. According to the recommendation from the commission on hospital hygiene and infection protection at the robert koch institute (rki) and the federal institute for drugs and medical devices (bfarm) on the "hygiene requirements for the reprocessing of medical devices" (limit values: colony counts 37°c: 1 cfu/ml (lab method: membrane filtration of 10 ml rinse solution (pm 314-001 (12.2021)), the test results of culture sampling for the device conform. There is no detection of indicator organisms (such as e. Coli/other enterobacteria, enterococci, p. Aeruginosa/other non-fermenting bacteria or others). There is no detection of hygiene-relevant bacteria (like s. Aureus/coagulase-negative staphylococci) and no detection of greening streptococci, after enrichment broth of swabs or of 3 ml rinse solution. Upon inspection of the device, other incidental observations were: elevator channel plug has a nut loose; acoustic lens has a scratch; adhesive on distal end rubber coating (a-rubber) has a chip; due to wear of angle wire, the play of up/down and right/left knobs is out of the standard value; and universal cord has bucking. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, auxiliary channel. Detergent is not used. During manual cleaning detergent used is nososym. Disinfection is not performed. Brushing is performed for the suction channel, suction cylinder, suction piston, instrument channel port, and distal/areas around the elevator. Model number of the brush used is mtw 08 45 25 2 s. Automatic endoscopy reprocessor (aer) device is soluscope. Detergent used with it is soluscope cln and disinfectant used is soluscope paa. The device is stored in a drying cabinet. Maintenance of the device is by olympus. The device is not sterilized. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, the device tested positive in a microbiological culture test. There is no harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the no growth was detected. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. The following chapters include reprocessing methods in the instructions for use (IFU): - chapter 6 compatible reprocessing methods and chemical agents. - chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.